Event description:
A customer reported that their pump triggered an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer¿s insulin delivery had been suspended due to the alarm. Technical support advised the customer to clean the speaker holes, remove and reconnect the cartridge, and reload a new cartridge to resume insulin delivery. However, the alarm recurred after resuming delivery with a new cartridge. The customer was then instructed to wait two hours to allow any moisture to evaporate, with a promise of follow-up from technical support.